Event description:
Rptr complains of racing heart, heart palpitations, panic attacks, chest pain, chronic fatigue, baldness, dry eyes, migraine headaches, floaters in eyes, abnormal pap smear, night sweats, hip joint pain, earaches, pms, severe menstrual cramps, depression, acne, eczema, memory loss. Her dr told her he thought he heard a click in the mitral valve area.